Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on valve bond edge, wear abrasion and creases flat. A leak test and microscopic analysis was performed which identified a sharp opening and a crack opening on the valve. Based on the device analysis the final assessment is: a sharp opening on anterior due to an unidentified (tear) opening. A cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.